Event description:
The pt was implanted with three gore tag thoracic endoprostheses in 2008. The most proximal device revealed an infold in the graft. Two weeks later, a reintervention occurred. After transposition of the left subclavian artery and left common carotid artery, a medtronic valiant device was implanted in the tag device for radial force. The device landed directly at the ostium of the truncus brachiocephalicus. The result of the procedure went well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.